Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.

Event description:
The customer contacted global technical services (gts) regarding an alarm on the homechoice (hc) unit during therapy. During troubleshooting, the home patient (hp) stated he was not connected during fill 1 and fluid leaked on the floor because they did not have a flexicap on the patient line. The technical services representative (tsr) helped caller end therapy and told caller to call their nurse about reconnecting after the fill started and not having a cap on the patient line. Hp would discard supplies and start over with new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. The writer contacted the home patient on (B)(6) 2013 and he said that he started over with new supplies that day after the issue. He did contact his nurse and has been completing therapy successfully since then. There was patient involvement but no reported injury or medical intervention.